Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID 37083-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was stated that the device was in discharge but not overdischarge. The patient was unwilling to try a physician mode reset (pmr), reported as "por." The patient was having a "usual" post operative recovery.

Event description:
It was initially reported that the patient¿s device had shut off. It was believed that the battery was dead. The patient was unable to get it to ¿register¿ to charge and needed help resetting his stimulator. It was further reported that the patient was trying to contact a company representative to help the patient with recharging. The last time the device was charged was 2 months ago. The patient got busy and forgot. The patient had a pulling sensation and shooting pain in his head since the stimulation was not on. The patient had to have a jump start prior as he had forgotten to charge then also. It was further stated that a reset was attempted without success. The patient was redirected to a physician to verify the battery hadn¿t flipped. It was further reported that the patient planned to be seen. It was indicated that the patient may request an explant. It was further reported that the patient had an explant procedure scheduled for (B)(6) 2014. Additional information was requested, if received, a follow up report will be sent.